Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 20808266 /5082831; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to wound dehiscence at the incision site and impaired healing. The physician believed the patient's wound did not heal properly from the previous implant. The patient had wound care and antibiotics were given. The patient was doing well postoperatively.